Event description:
Customer reported a no delivery alarm. Customer's blood glucose was 600 mg/dl. She stated she had treated her blood glucose with a 12 unit manual injection of insulin. Troubleshooting assisted the customer with a 5 unit fixed prime. The customer stated insulin was able to exit. The customer was advised her infusion set may be occluded. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.